Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd893891, gd894006 and gd894162 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 3 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics and the patient would be on it for few more days. The patient was discharged from the hospital and was recovering from this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During follow up it was reported that the patient experienced pain on their right side and was hospitalized for the event. However, the treatment information was not reported. The patient later recovered from the event and was discharged from the hospital, after nineteen days. Should relevant additional information become available, a follow-up report will be submitted.